Event description:
Caller reported a cartridge alarm 30 during the load process. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Customer successfully loaded a new cartridge with assistance from technical support, and insulin therapy resumed, resolving the issue.